Manufacturer narrative:
Unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to prime fill anomaly and motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 296 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.